Event description:
It was reported that interrogation of the device revealed a measured battery voltage of 1.90 v. The measured battery data obtained in may 2006 was 2.75 v. No other battery data was available. The patient was paced about 44% of the time.